Manufacturer narrative:
Additional information received that this event is about a fractured abutment and not a fractured implant. This is a follow up report for this additional information. Adding UDI # (B)(4).this is a follow up report for this additional information. Adding component code 4755 that was missed in the initial submitted report. This is a follow up report for this additional information. Device received for this event is being corrected from unknown ankylos implant catalog # unk ankylos implant to ank reg /x abut gh 1,5 a 0 catalog # 31024120. This is a follow up report for this corrected information. Correcting product code from dze to nha correcting common device name from implant, endosseous, root-form to abutment, implant, dental, endosseous. This is a follow up report for the corrections to this information.

Manufacturer narrative:
B5. Has been corrected in this report.

Event description:
It was reported that a patient experienced a dental abutment breakage. Customer received repair tools and manual. There is no further information which indicates that the repair attempt failed.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.